Event description:
It was reported that: while the device was ventilating a pt, the device lost power and stopped ventilating with no alarms. The pt was manually ventilated and then transferred to another device. No pt injury. Date of occurrence in 2005.